Event description:
#Medwatcher #(B)(4) this was placed on (B)(6) 2014. I began having 2 dark rust color periods a month. Back in (B)(6), I started having migraines so bad, I am having violent thoughts. I have never had a migraine in my (B)(6) years of life till then and now I have anywhere from 2-4 a week lasting a couple days each one.

Event description:
Additional info received from the reporter on 03/02/2015: medwatcher #(B)(4). I got essure on (B)(6), 2014. In (B)(6) I began to get such bad migraine's they made me angry and mean. Never had a migraine in my (B)(6) of life till then and now they are 23 a week. Sex what has always been an enjoyable part of my marriage. With 5 kids and hectic lives we have managed to keep our love affair going. But now it is so miserable and painful and we went from every night for the last 8 years to maybe 2 times a month. I am scheduled for a hysterectomy (B)(6) 2015.